Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that starting at 11pm on (B)(6) 2018, she obtained alleged inaccurately high blood glucose results on the subject meter of ¿280-380 mg/dl¿. She reported that she tested again using a different vial of test strips with the same lot number and obtained results of ¿235 and 450 mg/dl¿. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages her diabetes with insulin which she self-adjusts based on a sliding scale. She reported that after obtaining the alleged inaccurate result, she had followed her regular diabetes management routine and increased her dose by 8 units of humalog. She reported that at 11am on (B)(6) 21018, her blood sugar dropped to 40 mg/dl on continuous glucose monitoring (cgm) and she felt ¿dizzy and shaky¿. No treatment above or beyond the usual routine of diabetes care and management was reported. During troubleshooting, the patient confirmed that the meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign and symptoms suggestive of a serious injury adverse event, i.e. Dizzy and shaky with a cgm result of 40 mg/dl, after obtaining an alleged inaccurately high result on the meter and continuing with her usual diabetes management routine of insulin (sliding scale).

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.